Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Motor error alarm during rewind due to motor encoder signal out of phase. Unable to confirm e70 alarm and unable to perform any tests due to motor error alarm.

Event description:
It was reported that the insulin pump was exposed to magnetic resonance imaging. The customer blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.